Manufacturer narrative:
"Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer tried to calibrate xdcrs but the exhalation flow was reading 65000 adc and it would not move from that. Furthermore, an order was placed and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator is auto cycling. Furthermore, there was no patient reported associated with the event.